Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter communicated properly to the pump. No unexpected lost sensor alarm noted. The bg was enter 100mg/dl and the bg value was displayed on the sensor graph properly. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No upload anomaly noted. The insulin pump passed the delivery accuracy test. No unexpected over delivery anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 148mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis. The customer was also assisted with low blood glucose troubleshooting. The customer treated with orange juice. The customer stated that the drive support cap appeared normal. The customer stated that they was over delivery and troubleshooting for delivery anomaly was performed. The customer's blood glucose at the time was 137 mg/dl. The customer stated that there was a bolus in history that they found weird because there was no blood glucose reading, which they stated they only treated by. The customer declined troubleshooting for a no delivery that was resolved by change a bent infusion set. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump and sensor will returned for analysis.